Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument was not cauterizing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook (pch) instrument to perform failure analysis. The instrument was analyzed and found to fail the energy delivery test. The instrument was placed on an in-house system and passed the recognition and engagement tests. However, the instrument failed electrical continuity test. The instrument was further evaluated by advanced failure analysis engineer. The instrument was confirmed to fail the electrical continuity test. It was noted that during assembly, when the conductor wire was pulled to be stripped to check for continuity at the distal end, the wire came out of the monopolar yaw pulley with very little force, indicating that the wire was broken.